Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (requiring transfusion), pelvic inflammatory disease, migraine, uterine leiomyoma and chronic cervicitis. Concurrent conditions included human papilloma virus infection. Concomitant products included colecalciferol (vitamine d) since 2007, ibuprofen since 2006, sumatriptan (imitrex) and vitamin b12 nos since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), eczema ("rashes or skin conditions- type: eczema"), bladder disorder ("bladder or urinary problems or changes: unspecified"), the first episode of urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines/ migraine/headache"), headache ("headaches"), carpal tunnel syndrome ("neurological conditions or problems-type: carpal tunnel"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia"), ovarian cyst (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), the second episode of urinary tract disorder ("infection (bladder/ urinary tract/vaginal): unspecified") and vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ophorectomy(one side removal of ovary) and total hysterectomy/hysterectomy with unilateral salpingectomy/unilateral oophorectomy - right). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, eczema, bladder disorder, migraine, headache, carpal tunnel syndrome, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, anaemia, ovarian cyst, cystitis, the last episode of urinary tract disorder, vaginal infection and urinary tract infection outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, bladder disorder, carpal tunnel syndrome, cystitis, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure (ess205). The reporter commented: current weight 240 lbs. Insertion detail: attention was turned to the right tubal ostia device was easily placed into the right tubal ostia .the device was advanced to the black marker the sheath was removed the device was uncoiled at the end of the procedure three loops of coils are easily seen in the uterus the same procedure was done on the left tubal ostia again with three loops of coils in the uterus after the procedure the hysterectomy was removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2006: results: essure clips visualized bilaterally. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, menorrhagia." Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. New event: urinary tract infection was added. Concomitant drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (requiring transfusion), pelvic inflammatory disease, migraine, uterine leiomyoma and chronic cervicitis. Concurrent conditions included human papilloma virus infection. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), infection ("infection (other)"), eczema ("eczema"), bladder disorder ("bladder or urinary problems or changes: unspecified"), the first episode of urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), carpal tunnel syndrome ("carpal tunnel"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia"), ovarian cyst (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), the second episode of urinary tract disorder ("infection (bladder/ urinary tract/vaginal): unspecified") and vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ophorectomy(one side removal of ovary) and total hysterectomy/hysterectomy with unilateral salpingectomy/unilateral oophorectomy - right). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, infection, eczema, bladder disorder, migraine, headache, carpal tunnel syndrome, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, anaemia, ovarian cyst, cystitis, the last episode of urinary tract disorder and vaginal infection outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, bladder disorder, carpal tunnel syndrome, cystitis, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vaginal infection, weight increased, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure (ess205). The reporter commented: current weight (B)(6). Insertion detail: attention was turned to the right tubal ostia device was easily placed into the right tubal ostia .the device was advanced to the black marker the sheath was removed the device was uncoiled at the end of the procedure three loops of coils are easily seen in the uterus the same procedure was done on the left tubal ostia again with three loops of coils in the uterus after the procedure the hysterectomy was removed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, menorrhagia." Most recent follow-up information incorporated above includes: on 1-may-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical condition was added. Essure indication was amended. Essure insertion and removal date were updated/added. Per plaintiff fact sheet: unspecified event: injury was updated to more specific events: pain: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (other), eczema, bladder or urinary problems or changes: unspecified, migraines, headache, carpal tunnel, nickel allergy, dysmenorrhea (cramping), fatigue, wight gain, hair loss, anemia, ovarian cyst, infection (bladder/ urinary tract/vaginal): unspecified were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.